Manufacturer narrative:
The device was evaluated by zoll medical corporation. During the investigation, the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, the root cause could not be firmly established. The knob index ring was realigned to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device was unable to switch to pacer mode. Complainant indicated that there was no patient involvement in the reported malfunction.